Event description:
Pt underwent insertion of a bard interventional power port 8f into the left subclavian on (B)(6) 2013. This port was surgically removed on (B)(6) 2013. Pt with retained piece of port. Required surgical removal on (B)(6) 2013. Diagnosis or reason for use: tongue carcinoma.